Event description:
Twenty-eight year old male with medical history of aortic stenosis and previous cerebral vascular accident status post mechanical aortic valve replacement with "cono" for congenital heart disease at 8 years old underwent an aortic valve replacement freehand using a 21mm aortic homograft on 2/15/1993. On 3/5/1998, pt had valve explanted due to regurgitation and endocarditis. Active vegitation was found on right coronary cusp of homograft at operation. Blood cultures were positive for staphylococcus coagulase negative type. Site notes pt's poor dental repair may be related despite proper prophylaxis.